Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. Claim#: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm, vticm5_13.2, -0.50/6.0/052 (sphere/cylinder/axis), implantable collamer lens into the patients left eye (os) on (B)(6) 2018. Excessive vault and refractive surprise has been reported, in the reporters opinion the cause of this event is unknown, lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.